Manufacturer narrative:
The customer returned different serial # for the contour next ez meter and contour next lot # than the one in question. The returned contour next ez meter had serial # (B)(4) the returned meter was tested with the returned test strips and in-house contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the meter in question (contour next ez serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next ez meter serial # (B)(4). An in-house testing was performed using the returned meter with returned and in-house contour next test strips, which gave satisfactory performance. All readings were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.